Event description:
A female patient called lifecor customer support to report that the battery pack in the battery charger cause the "battery pack fault" led to flash. Support sent the patient a replacement battery.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery pack fault" led flashing on the battery charger was due to a defective battery cell within the battery pack. The root cause of the defective cell cannot be positively identified. The defective cell was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.